Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported circulation port mesh filter was damaged issue could not be determined, however, the issue was possibly the result of part of that part of the scope hitting the filter when setting the scope, or that accessories such as a cleaning tube dropped onto the filter, causing damage to the center of the filter. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the circulation port filters of the endoscope reprocessor were damaged. The issue occurred during reprocessing for a tracheoscopy procedure. There was no delay, and the patient was not under anesthesia. The intended procedure was completed with a similar device. There was no patient harm associated with the event. During the device evaluation it was found that the foreign matter clogged the pipeline and caused reprocessing failure. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned and evaluated .in addition to the reportable malfunction documented in b5,the circulation port filters were also found to be damaged. Device evaluation found no other device abnormalities. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.